Manufacturer narrative:
No allegation of product malfunction has been reported no x-ray films have been provided to confirm the alleged event. Labeling review: potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: dural tear. No product malfunction.

Event description:
On (B)(6) 2018, patient was scheduled to undergo an l2-iliac levels with x-core, xlif and precept. Patient underwent an extreme lateral interbody fusion at l3-l5 with no reported issues. As per reporter surgeon detected that the dura was damaged post vertebrectomy and stopped the procedure. Patient was reported to have experienced paralysis and later recovered. A revision procedure is planned.